Event description:
It was reported that a pediatric prechamber (#fv035t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, height: 89 centimeters (cm), weight: 10.5 kilograms (kg), gender: female. Same event as medwatch-no. 3004721439-2022-00173.

Manufacturer narrative:
Investigation: visual inspection: deposits and bloody residues in the pediatric prechamber, damaged third-party catheter. Permeability test: the test showed that the pediatric prechamber with the progav 2.0 shunt system is permeable. During the test, bloody liquid leaked from the shunt system. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can detect deposits. At the time of the investigation, the deposits do not affect the technical properties of the pediatric prechamber. We are unable to determine how the aforementioned functional impairment occurred at the time of the investigation. We can exclude a defect at the time of release. The pediatric prechamber met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.